Manufacturer narrative:
Citation: magne j impact of exercise pulmonary hypertension on postoperative outcome in primary mitral regurgitation. Heart 2015;101 :391-396. Doi:10.1136/heartjnl-2014-306296. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding impact of exercise pulmonary hypertension on postoperative outcome in primary mitral regurgitation. All data were collected from multiple centers between july 2007 and august 2012. The study population included 102 patients (predominantly male; mean age 64 years). Thirty patients underwent mitral valve repair with medtronic cg future band. The serial numbers were not provided. Among all patients four deaths occurred: three deaths occurred due to worsening heart failure and one death occurred due to stroke. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: stroke and atrial fibrillation. Based on the available information, these adverse events may have been attributed to medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.

Manufacturer narrative:
Additional information was received that the adverse events were not related to the medtronic product. If information is provided in the future, a supplemental report will be issued.